Manufacturer narrative:
The product was not returned for an evaluation. The facility has indicated that the product is not available for return. Only a photo was provided. The photo displays the lens while still implanted. There is a dark shadowy linear area observed in the photo, near the most central optic zone. This appears to be damage. It cannot be confirmed from this photo if this damage is a line of scratch or scrape damage or a split/cracked line of damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the dfu. The viscoelastic indicated was not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. A photo was available to evaluate. The photo displays the lens while inside the eye. A linear line of what appears to be damage was observed near the most central optic zone. There are no other complaints in this lot the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, a large scratch was found in the center of the optic. The lens was replaced during the same procedure with no harm to the patient. The product is not available for return. Additional information has been requested.